Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
Was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and confirmed the code 1003 was triggered due to a detected elevated battery impedance condition. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update b5 (description) h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act) h9 (correction/removal reporting) and additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
Was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and confirmed the code 1003 was triggered due to a detected elevated battery impedance condition. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. Several attempts to located this explanted device have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and confirmed the code 1003 was triggered due to a detected elevated battery impedance condition. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.